Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture detached from the needle (e.g. Removal from package, during passage through tissue, during tying, etc.)? Could you please confirm how many devices presented the issue (suture detached from needle)? Were there any patient consequences? How was the procedure completed? Did this event happened before? If yes, how many times and were they reported to ethicon?

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm surgery on (B)(6) 2021 and suture was used. During the surgery, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was being done when the suture detached from the needle (e.g. Removal from package, during passage through tissue, during tying, etc.)? The suture detached from the needle while taking a suture from the foil. Could you please confirm how many devices presented the issue (suture detached from needle)? One. Were there any patient consequences? No. How was the procedure completed? Using with another suture material of the same code. Did this event happened before? If yes, how many times and were they reported to ethicon? Not happened before. Could you please confirm the device's availability for return? Not available, discarded. A manufacturing record evaluation was performed for the finished device batch qabdtm, xcw871819 and no non-conformances were identified.